Event description:
The customer reported the system was displaying a collimator iris potentiometer error message.

Manufacturer narrative:
The ge service rep calibrated the collimator. The system operates as intended.